Manufacturer narrative:
(B)(4). One used lf1520 was received for evaluation. The returned sample met specification as received. Visual inspection found no defects. The customer reported that the tissue would not seal. The reported condition was not confirmed. The device was activated on simulated tissue while pressing the button in various locations to detect any problematic activation issues. The rotation knob was turned to each stop and activated. Functional testing was also performed on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The investigation found the device to function normally and within specifications. There are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The IFU states keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. Manufacturing non-conformances could not be reviewed as the lot number was unknown.

Event description:
The customer reported that during the procedure, a noise was heard upon grasping tissue and the physician felt friction as if something became stuck. The physician grasped tissue anyway and activated the device and the tissue was not sealed. Another device was used to continue the procedure. There was no patient harm. No additional tissue resection or tissue damage occurred. Nothing fell into the cavity. There was no bleeding.